Manufacturer narrative:
Additional information was added: the lot was manufactured from april 05, 2019 - april 07, 2019. The device was received for evaluation. Unaided visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A functional testing was not performed for this complaint. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a foreign material was observed in a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. The foreign material was further described as white material. The location of the foreign material was unspecified. This issue was identified during setup and prior to patient use. There was no patient involvement. No additional information is available.